Event description:
It was reported that two infusion sets, leaked where the tubing is connected to the infusion site connector. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Cannula was connected to the retractor and then tested using a syringe with water in order to detect leaks. The water passed through the connector. No leaks were observed in the assembly. The complaint was not confirmed. No root cause can be determined as the reported issue was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).